Event description:
The journal aesthetic surgery journal publication "use of 801 acellular dermal matrices (adms) in direct-to-implant breast reconstruction: a clinical observation of complication profiles over a 7-year period", reports 3 patients who developed hematoma following breast reconstruction with motiva implants. These complications necessitated re-intervention. No serial numbers, lot numbers, implantation and explantation dates were provided by the reporter. Patient demographics, such as age, weight, or ethnicity, were also not received. Efforts to gather additional information are ongoing, and the investigation remains in progress.

Manufacturer narrative:
As stated in the literature: "hematoma significantly increased the risk of contracture (handel, et al.2006)." ¿breast hematoma is one complication in which the risk factors remain unknown. Hematomas frequently present within the first week after surgery, with significant pain and breast enlargement. Breast hematomas may acutely become large enough to warrant surgical drainage and hemostasis.¿ (collins, & verheyden, 2012)". Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva. Health. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: "a hematoma is a collection of blood within the breast tissue. Hematomas are one of the several complications that may follow a breast-augmentation procedure. Symptoms of hematomas generally include swelling, bruising and pain around the incision area. While most hematomas are small and will completely drain on their own and the blood re-absorbs into the body, those patients that are experiencing moderate to severe pain should undergo a follow-up visit. Most hematomas will either resolve on their own or will only require draining. Drains are small surgical tubes that lead out of the breast with a small bulb attached to collect blood and other fluids". In addition, a review of the device history record was conducted, and it was concluded that there were no deviations in the manufacturing process of this device that would have caused or contributed to this incident.

Manufacturer narrative:
A relationship between the reported event and the device could not be established. It was not possible to confirm the reported hematoma due to no clinical evidence was provided. Additionally, the customer clarified that the complication described has nothing to do with the motiva implants. Device history review was not possible due to the lot number being unobtainable. ¿ a definitive root cause could not be determined. Potential factors nonrelated to the manufacture of the device that may lead to the event reported include, but are not limited to: (1) surgical factors. ¿ as no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time. ¿ establishment labs will continue to monitor for similar complaints/trends.

Event description:
Israel. The journal aesthetic surgery journal publication "use of 801 acellular dermal matrices (adms) in direct-to-implant breast reconstruction: a clinical observation of complication profiles over a 7-year period", reports 3 patients who developed hematoma following breast reconstruction with motiva implants. These complications necessitated re-intervention. No serial numbers, lot numbers, implantation and explantation dates were provided by the reporter. Patient demographics, such as age, weight, or ethnicity, were also not received. Efforts to gather additional information are ongoing, and the investigation remains in progress.